Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
External visual inspection identified a dent in the back of the titanium casing. All of the seal plugs were intact and all of the set screws operated normally. The interrogated monitoring voltage was 2.70 volts associated with a battery status indicator of end-of-life (eol) which had been triggered by the device prior to explant. The device was put through and passed therapy verification testing. The titanium casing was removed an internal examination identified no irregularities. A manual capacitor reformation was performed and a charge time of 12.0 seconds was recorded. Electrical measurements found that one of the high voltage capacitors were leaky. It was concluded that the extended charge time was the result of a leaky high voltage capacitor.